Event description:
It was reported that right ventricular (rv) lead pacing impedances on this implantable cardioverter defibrillator (ICD) system have been steadily rising and now is out-of-range (ooo) measuring 2,075 ohms. Additionally, it was noted that thresholds are a little high measuring 3.2v and the output is set to 4.5v. There was no observation of noise on the lead. Technical services provided programming options and reviewed impedance range with the field representative. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that right ventricular (rv) lead pacing impedances on this implantable cardioverter defibrillator (ICD) system have been steadily rising and now is out-of-range (ooo) measuring 2,075 ohms. Additionally, it was noted that thresholds are a little high measuring 3.2v and the output is set to 4.5v. There was no observation of noise on the lead. Technical services provided programming options and reviewed impedance range with the field representative. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was surgically abandoned and replaced successfully. Additionally, it was noted the patient was a twiddler. No additional adverse patient effects were reported.